Event description:
It was reported that this right ventricular (rv) lead was explanted due to a fracture. It was noted that prior to the explant procedure, there were pacing impedance spikes greater than 3000 ohms, which was out of range. This resulted in a lead safety switch (lss) from bipolar to unipolar sensing configuration. There was poor sensing and loss of capture (loc) at maximum output. A new rv lead was successfully placed. This product has been received by boston scientific for further investigation. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was retracted and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 260 mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of high out of range pacing impedance measurements, poor sensing, and loss of capture were likely caused by the confirmed fracture.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a fracture. It was noted that prior to the explant procedure, there were pacing impedance spikes greater than 3000 ohms, which was out of range. This resulted in a lead safety switch (lss) from bipolar to unipolar sensing configuration. There was poor sensing and loss of capture (loc) at maximum output. A new rv lead was successfully placed. This product has been received by boston scientific for further investigation. No additional adverse patient effects were reported.